Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Product was provided for investigation. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated.

Manufacturer narrative:
(B)(4).